Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by diamantopoulos, a., nourzaie, r., mulholland, d., dolan, s. G., ahmed, I., gkoutzios, p., thulasidasan, n., theodoulou, I., & sabharwal, t. (2021). Safety and efficacy of the mynx control vascular closure device in peripheral arterial procedures: a prospective study. Vascular, 17085381211062745. Advance online publication. Https://doi.org/10.1177/17085381211062745. Three pseudoaneurysms occurred and all had a antegrade femoral access. The pseudoaneurysm cases were treated immediately in the same setting with local thrombin injection under ultrasound guidance there was no reported patient injury. No major complications were recorded post-procedure or 30 days post index procedure. All complications were detected using ultrasound post-procedure. The device will not be returned for evaluation.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by diamantopoulos, a., nourzaie, r., mulholland, d., dolan, s. G., ahmed, I., gkoutzios, p., thulasidasan, n., theodoulou, I., & sabharwal, t. (2021). Safety and efficacy of the mynx control vascular closure device in peripheral arterial procedures: a prospective study. Vascular, 17085381211062745. Advance online publication. Https://doi.org/10.1177/17085381211062745. Three pseudoaneurysms occurred and all had a antegrade femoral access. The pseudoaneurysm cases were treated immediately in the same setting with local thrombin injection under ultrasound guidance there was no reported patient injury. No major complications were recorded post-procedure or 30 days post index procedure. All complications were detected using ultrasound post-procedure. The device will not be returned for evaluation.

Manufacturer narrative:
As reported in the literature article by diamantopoulos, a., nourzaie, r., mulholland, d., dolan, s. G., ahmed, I., gkoutzios, p., thulasidasan, n., theodoulou, I., & sabharwal, t. (2021). Safety and efficacy of the mynx control vascular closure device in peripheral arterial procedures: a prospective study. Vascular, 17085381211062745. Advance online publication. Https://doi.org/10.1177/17085381211062745. Three pseudoaneurysms occurred and all had a antegrade femoral access. The pseudoaneurysm cases were treated immediately in the same setting with local thrombin injection under ultrasound guidance there was no reported patient injury. No major complications were recorded post-procedure or 30 days post index procedure. All complications were detected using ultrasound post-procedure. The device will not be returned for evaluation. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿pseudoaneurysm¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. According to the instructions for use, which is not intended as a mitigation of risk, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known potential complication. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.